Manufacturer narrative:
Additional information provided in sections h.6. And h.10. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Comparison of postoperative inflammatory reaction under different iop settings using centurion vision system with active sentry handpiece in pacg eyes. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature article, an investigator detailed a study aimed at comparing the postoperative inflammatory reaction following phacoemulsification using a handpiece in cataract patients with primary angle closure glaucoma (pacg) under low and conventional intraocular pressure (iop) settings. The study involved 74 eyes of 74 patients with cataract and pacg, all having axial lengths within the range of 20-22 mm. The eyes were divided into two groups based on the iop setting (30mmhg or 50mmhg) during the phacoemulsification handpiece usage. The assessment included grading of anterior chamber flare (acf), grading of anterior chamber cells (acc), and iop measurements, all compared between groups at 1 day, 1 week, and 2 weeks post-surgery. During the postoperative analysis, it was observed that some patients encountered complications such as anterior chamber bleeding, hyphemia, and choroidal leakage. However, all patients facing complications received either pharmacological or surgical interventions, leading to stabilized conditions. The findings of this study indicated that a lower iop setting during cataract surgery, using the phacoemulsification handpiece, can effectively reduce early postoperative inflammatory reactions in cataract patients with pacg. This report pertains to phacoemulsification handpiece involved in this reported event.